Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor assembly was replaced and the unit was returned to service. No patient information available.

Event description:
The hospital reported the unit would not work in volume control ventilation mode during a case. The case was continued in pressure control mode. There was no report of patient injury.